Event description:
Consumer alleges while trying to get on the bus her scooter suddenly turned on her jerking her to the left and allegedly throwing her off it and under a truck.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Per fst: consumer states the scooter was totaled in an accident. Scooter was scrapped. Therefore, an evaluation cannot be completed. Updated device manufacturer date.

Event description:
Consumer alleges while trying to get on the bus her scooter suddenly turned on her jerking her to the left and allegedly throwing her off it and under a truck.